Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during a procedure, the cardioplegia solution spilled onto the control panel and pump. Shortly after, the pump displayed an error message and stopped. After one attempt to power cycle the device, the clinician elected to change out the pump to continue the procedure. There was no pt injury. After the procedure, the entire system was evaluated. Inspection found the cardioplegia solution had spilled onto two circuit boards, causing the reported issue. After replacement of these circuit boards, the system regained functionality and the issue was resolved. None of the above findings suggest any defect or deficiency with the stockert compact system, but a pump stop due to contamination form the cardioplegia solution.

Event description:
Sorin group received a report that, during a procedure, the cardioplegia solution spilled onto the control panel and pump. Shortly after, the pump displayed an error message and stopped. After one attempt to power cycle the device, the clinician elected to change out the pump to continue the procedure. There was no pt injury.